Event description:
It was reported the device could not be interrogated and was in a no output condition at a follow up visit. When the device was checked 10 months earlier, the remaining longevity estimated to be 11 months and the battery voltage was 2.72 volts. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) preliminary testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.